Manufacturer narrative:
As the device was not available for return, no device analysis could be performed. However, review of the device history record confirmed that the valve satisfied all material, visual and performance standards required for a dla21 at the time of manufacture and release. Analysis of the patients height and weight indicate moderate patient-prosthesis mismatch. Review of the patient history revealed that the patient was diabetic at the time of implant. Based on the investigation performed, no manufacturing deficiencies were identified. The patient's risk factors (diabetes) may have predisposed the patient to structural valve deterioration. Moreover, moderate patient-prosthesis mismatch suggests that procedural error may have played a role in the accelerated deterioration of the valve.

Event description:
On (B)(6) 2014, a patient received a mitroflow valve to replace his native aortic valve which has become stenotic. On (B)(6) 2016, structural valve deterioration with leaflet calcification was identified. This event lead to re-operation of the patient on (B)(6) 2016, during which the mitroflow valve was explanted and replaced with a mechanical valve. It was reported that calcification was identified on 3 cusps of the valve and there was a shrinking effect. The valve was not available for analysis.

Manufacturer narrative:
Device location not presently known.

Event description:
On (B)(6) 2014, the patient received a mitroflow valve to replace his native aortic valve which became stenotic. On (B)(6) 2016, a structural valve deterioration due to leaflet's calcification was identified. This event lead to re-operation of the patient on (B)(6) 2016, in which occasion the mitroflow valve was explanted and replaced with a mechanical valve.